Event description:
It was initially reported that the device had logged an error code multiple times. This error repeated itself each time the customer attempted to perform the user test or when attempting to discharge. There was no pt use associated with the reported event. Upon evaluation by physio-control, it was observed that there was a failure causing reduction in energy delivered.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The cause of the reported problem was determined to be due to a failure of transistors q5 and q6 on the biphasic pcb assembly. A replacement device was provided to the customer.